Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 544 mg/dl. The customer was treated with shots. During troubleshooting, customer saw a big air bubbles in the reservoir. The customer was advised to fill a new reservoir. The customer prime the tubing and saw drops exit fine. The customer said that her blood glucose was coming down. The customer declined further troubleshooting and stated that she wil monitor her blood glucose.